Event description:
Pt in isolette was very active and pushed rear isolette door open due to improper door gasket placement. Latch did not hold and infant fell through access door, a distance of 3 feet 6 inches and landed on the floor. Mattress in isolette allowed pt to be at access door level.